Event description:
Resident was being transferred from the bed to chair with the use of the hoyer lift. During the transfer the hoyer lift gave way causing the resident to fall to the floor on her back. Screw was out from the base of the hoyer lift.